Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the registration paperwork for a new implant on the same side, the patient's device was explanted due to "an inflammatory reaction to 1st implant." Multiple requests for further information have been made. However, no additional information has been provided.